Event description:
It was reported that the patient experienced inappropriate shocks due to ventricular oversensing. The full rv lead was explanted. No patient complications were reported as a result of this report.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. This report is based on incoming information and returned device analysis. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Evaluation summary lfj067803v distal conductor fracture was confirmed upon full lead analysis.